Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right atrial (ra) lead exhibited over-sensed noise resulting in inappropriate automated mode switch (ams) episodes due to lead damage. The ra lead was explanted and replaced. The patient had no adverse consequences.

Manufacturer narrative:
The reported events were oversensing noise, lead damage¿ and mode switch. As received, a complete lead was returned in one piece. The reported events of oversensing noise and ¿lead damage¿ were confirmed. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impressions. The cause of the reported events was isolated to the external insulation abrasion and to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.